Manufacturer narrative:
The insulin pump had button error alarm and intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that they received an alarm. The customer's blood glucose was 127 mg/dl at the time of incident. The customer stated that they were not sure what the alarm was. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.